Event description:
It was reported while using a therapy cool flex ablation catheter to perform an atrial flutter ablation procedure in the cavotricuspid isthmus region, the atrioventricular (av) node was ablated. The physician noted the av node appeared to be in a anatomically "different position." The patient developed complete atrioventricular block. A cardioversion was performed resulting in a bradycardia with a heart rate of 40. The patient did not require a pacemaker implant. Additional information was requested but is not available.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.